Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The partner of a customer reported via phone call that the insulin pump alarmed motion sensor test failure and motor error alarm and does not work. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that changing the batteries do not eliminate any of the pump issues. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motion sensor alarm during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to motion sensor test failed alarm. Motor failed motor test. The insulin pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.